Event description:
Increased pain in right knee [pain in knee], discomfort [discomfort in joints], mild effusion [joint effusion], did not get better [device ineffective]. Case narrative: this case was cross referred with cases (B)(4) (same patient). Initial information received on 17-sep-2018 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a (B)(6) female patient who experienced increased pain in right knee, mild effusion and discomfort, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The past medical history included obesity from (B)(6) 2017 to (B)(6) 2015, back pain, varicose vein, carpal tunnel decompression, gastrectomy, hernia repair in (B)(6) 2014, hysterectomy in (B)(6) 1999 and tendon sheath incision. The family history included diabetes mellitus (father), cardiac failure congestive (father), renal failure (father), neoplasm malignant, rheumatoid arthritis and breast cancer. The past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing osteoarthritis, somnolence since (B)(6) 2014, gastrooesophageal reflux disease since (B)(6) 2014, metabolic surgery since (B)(6) 2015, obesity since (B)(6) 2015, knee deformity since (B)(6) 2015, arthralgia since (B)(6) 2015, arthritis since (B)(6)2015, rubber sensitivity since (B)(6) 2014, drug hypersensitivity since (B)(6) 2014 and was occasionally alcoholic. Concomitant medications included biotin; calcium citrate; omega-3 fatty acids; vitamin e; vitamin b complex (vitamin b complex/b12); chondroitin sulfate, collagen (integra); cyanocobalamin; doxycycline (vibramycin); fluticasone propionate (flonase); meloxicam (mobic); omeprazole (prilosec); macrogol 3350 (glycolax); and salbutamol sulfate (proair hfa). On (B)(6) 2016, the patient received intra-articular synvisc one at a dose of 48 mg once in both the knees (with an unknown batch number) for osteoarthritis. On an unknown date in 2016; after an unknown latency patient reported that left knee tolerated it well but right knee did not get better and she had increased pain and discomfort. Mild effusion. On (B)(6) 2016 a diagnostic and therapeutic injection of kenalog/marcaine and ethyl chloride spray was given under sterile technique using a 21.5 x 1.5 needle into the right knee joint in seated position. Pain decreased. On (B)(6) 2016 patient reported that right knee pain is worse than left knee pain. Pain at its worst is 5/10. Final diagnosis was discomfort, mild effusion, did not get better and increased pain in right knee. The patient was treated with triamcinolone acetonide (kenalog), bupivacaine (marcaine) and ethyl chloride for arthralgia; not reported for other events the patient outcome is reported as not recovered for increased pain in right knee, as unknown for discomfort and as unknown for mild effusion. Seriousness criteria: required intervention for increased pain. A product technical complaint was initiated and the results for the same were pending.

Event description:
Increased pain in right knee [pain in knee] discomfort [discomfort in joints] mild effusion [joint effusion] did not get better [device ineffective] case narrative: this case was cross referred with (B)(4). Initial information received on 17-sep-2018 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 52 years old female patient who experienced increased pain in right knee, mild effusion and discomfort, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The past medical history included obesity from (B)(6) 2017 to (B)(6) 2015, back pain, varicose vein, carpal tunnel decompression, gastrectomy, hernia repair in (B)(6) 2014, hysterectomy in (B)(6) 1999 and tendon sheath incision. The family history included diabetes mellitus (father), cardiac failure congestive (father), renal failure (father), neoplasm malignant, rheumatoid arthritis and breast cancer. The past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing osteoarthritis, somnolence since (B)(6) -2014, gastrooesophageal reflux disease since (B)(6) 2014, metabolic surgery since (B)(6) 2015, obesity since (B)(6) 2015, knee deformity since (B)(6) 2015, arthralgia since(B)(6) 2015, arthritis since (B)(6) 2015, rubber sensitivity since (B)(6) 2014, drug hypersensitivity since(B)(6) 2014 and was occasionally alcoholic. Concomitant medications included biotin; calcium citrate; omega-3 fatty acids; vitamin e; vitamin b complex (vitamin b complex/b12); chondroitin sulfate, collagen (integra); cyanocobalamin; doxycycline (vibramycin); fluticasone propionate (flonase); meloxicam (mobic); omeprazole (prilosec); macrogol 3350 (glycolax); and salbutamol sulfate (proair hfa). On (B)(6) 2016, the patient received intra-articular synvisc one at a dose of 48 mg once in both the knees (with an unknown batch number) for osteoarthritis. On an unknown date in 2016; after an unknown latency patient reported that left knee tolerated it well but right knee did not get better and she had increased pain and discomfort. Mild effusion. On (B)(6) 2016 a diagnostic and therapeutic injection of kenalog/marcaine and ethyl chloride spray was given under sterile technique using a 21.5 x 1.5 needle into the right knee joint in seated position. Pain decreased. On (B)(6) 2016 patient reported that right knee pain is worse than left knee pain. Pain at its worst is 5/10. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: unknown, global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event with or without lot numbers, and assessed possible associations with their corresponding lot, as part of routine safety surveillance effort to detect safety signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final diagnosis was discomfort, mild effusion, did not get better and increased pain in right knee. The patient was treated with triamcinolone acetonide (kenalog), bupivacaine (marcaine) and ethyl chloride for arthralgia; not reported for other events the patient outcome is reported as not recovered for increased pain in right knee, as unknown for discomfort and as unknown for mild effusion. Seriousness criteria: required intervention for increased pain a product technical complaint was initiated and the results for the same were pending. Follow-up information was received 02-oct-2018 from the healthcare professional. No new information added. Additional information was received on 18-oct-2018 in the form of investigation summary. Global ptc number and ptc results were added. Text amended accordingly.

Event description:
Increased pain in right knee [pain in knee] discomfort [discomfort in joints] mild effusion [joint effusion] did not get better [device ineffective] case narrative: this case was cross referred with cases (B)(4). Initial information received on 17-sep-2018 from united states regarding an unsolicited valid serious case received from a healthcare professional. This case involves a 52 years old female patient who experienced increased pain in right knee, mild effusion and discomfort, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The past medical history included obesity from (B)(6) 2017 to (B)(6) 2015, back pain, varicose vein, carpal tunnel decompression, gastrectomy, hernia repair in jun-2014, hysterectomy in jun-1999 and tendon sheath incision. The family history included diabetes mellitus (father), cardiac failure congestive (father), renal failure (father), neoplasm malignant, rheumatoid arthritis and breast cancer. The past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing osteoarthritis, somnolence since (B)(6) 2014, gastrooesophageal reflux disease since (B)(6) 2014, metabolic surgery since (B)(6) 2015, obesity since (B)(6) 2015, knee deformity since (B)(6) 2015, arthralgia since (B)(6) 2015, arthritis since (B)(6) 2015, rubber sensitivity since (B)(6) 2014, drug hypersensitivity since 29-dec-2014 and was occasionally alcoholic. Concomitant medications included biotin; calcium citrate; omega-3 fatty acids; vitamin e; vitamin b complex (vitamin b complex/b12); chondroitin sulfate, collagen (integra); cyanocobalamin; doxycycline (vibramycin); fluticasone propionate (flonase); meloxicam (mobic); omeprazole (prilosec); macrogol 3350 (glycolax); and salbutamol sulfate (proair hfa). On (B)(6) 2016, the patient received intra-articular synvisc one at a dose of 48 mg once in both the knees (with an unknown batch number) for osteoarthritis. On an unknown date in 2016; after an unknown latency patient reported that left knee tolerated it well but right knee did not get better and she had increased pain and discomfort. Mild effusion. On (B)(6) 2016 a diagnostic and therapeutic injection of kenalog/marcaine and ethyl chloride spray was given under sterile technique using a 21.5 x 1.5 needle into the right knee joint in seated position. Pain decreased. On (B)(6) 2016 patient reported that right knee pain is worse than left knee pain. Pain at its worst is 5/10. A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number: unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event with or without lot numbers, and assessed possible associations with their corresponding lot, as part of routine safety surveillance effort to detect safety signals. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final diagnosis was discomfort, mild effusion, did not get better and increased pain in right knee. The patient was treated with triamcinolone acetonide (kenalog), bupivacaine (marcaine) and ethyl chloride for arthralgia; not reported for other events. The patient outcome is reported as not recovered for increased pain in right knee, as unknown for discomfort and as unknown for mild effusion. Seriousness criteria: required intervention for increased pain. A product technical complaint was initiated and the results for the same were pending. Follow-up information was received 02-oct-2018 from the healthcare professional. No new information added. Additional information was received on 18-oct-2018 in the form of investigation summary. Global ptc number and ptc results were added. Text amended accordingly.